Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ladg, the surgeon inserted the device to the trocar , opened and closed the jaws for a several times to clamp the tissue of the stomach. Then tried to fire the device, however could not. The surgeon said the status indicators were probably illuminated blue. The procedure was completed with another device. No injury to the patient.